Event description:
Reporter alleged blood glucose results of 518 mg/dl, 312 mg/dl and 177 mg/dl when testing was performed back-to-back on the advantage system. The reporter stated that the patient had no symptoms and was not treated based on the results. No serious adverse event was reported in connection with the alleged malfunction. The device was being used in a professional setting. The reporter was not present at the time of testing, but stated that she believed the cap may have been left off of the test strip vial for up to 30 minutes while the inmates were tested and that the test strips may have been outside the vial for longer than 3 minutes. Product labeling instructs the user to keep the strips in the tightly capped original container and to use test strips within 3 minutes of removal. A request was made for the return of the suspect device and replacement product was sent.